Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (rupture/endoleak). Device (calcified vessels). (Balloon).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm diameter was approximately 4-5cm. It was reported that intra-operatively, after modeling the bifurcated stent graft with a reliant balloon, there was a sudden drop in the patient's blood pressure. Chest compressions were initiated, and the physician successfully stabilized the patient's blood pressure. The patient was intubated and transferred to the ER. No rupture or endoleak was initially seen on the post-op CT images. The patient underwent exploratory surgery, and massive bleeding was discovered in the area of the aortic bifurcation. The bifurcated stent graft was found to have torn in the area of the flow divider. The tear was closed with sutures, resolving the leak and the bleeding. Review of the CT imaging showed calcification in the common iliac arteries and distal aorta, which the physician believes cut the stent graft during the ballooning procedure. The physician did not balloon more aggressively than usual. The patient's total blood loss was approximately 8-9 liters. The patient was discharged from the hospital 10 days after the procedure. No additional clinical sequelae were reported, and the patient is fine.